Event description:
It was reported the patient had waist/hip pain in (B)(6) 2015. The patient went to the hospital for treatment, but the reason for the pain was unknown. The patient¿s family suspected the implantable neurostimulator (ins) was depleted and that caused the patient to not be able to stand and walk. The patient was hospitalized at the time of this report. The reporter wanted the patient¿s ins to be checked by a manufacturing representative. Follow up indicated that it was unknown if the ins had depleted and the patient still had waist/hip pain and they could not stand or walk. No interventions or outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received the event will be updated.

Manufacturer narrative:
(B)(4).